Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : visual examination of the provided product images and the returned device did not find evidence of breakage, therefore, the investigation can not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the gouge has chip in it. Femoral impactor is loose.